Event description:
It was reported that 1 device was used during an unk procedure. It was reported by the affiliate that the al326 instrument jammed and the clips fell into the pt (all clips were retrieved). Another instrument was used to complete the case. There was no consequence to the pt.